Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. Failed battery test not confirmed. No unexpected pump error alarm or pump error alarms noted during testing however, the formatted history file confirmed pump error alarm and pump error alarms. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. Customer was able to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.